Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultra2 meter is prompting for the calcode when she attempts to perform a blood glucose test. This complaint was classified based on the customer care advocate (ca) documentation. The patient alleged that due to the onset of the calcode issue on (B)(6) 2015 at 9:30 am, the patient developed symptom of ¿sweating¿ 5 minutes later. There was no report of any diabetes management or required medical intervention at the time of concern. The calcode issue was resolved during troubleshooting. This complaint is being reported because the patient developed symptom that can be suggestive of hypoglycemia 5 minutes after the onset of the calcode issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.